Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9230  (serial: unknown); product type: recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger was charged, but the power did not turn on. Recharge and reset were performed, but the power could not be turned on. The issue was resolved by replacing the wireless recharger. There are no known patient/external/environmental factors contributing to this event. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# unknown. Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The cause of the recharger not turning on was asked but unknown. The troubleshooting steps taken included charging and resetting the recharger. However, the power could not be turned on. The issue was improved by replacement product.